Manufacturer narrative:
The dealer performed a checkout of the equipment and confirmed the reported complaint. The manifold was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, when disconnecting the bag hose from the manifold port, the male bag port broke. There was no report of patient involvement.